Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due elective replacement indicators (eri). There was an allegation that the device transitioned to quickly between middle of life 2 (mol2) and eri.